Event description:
It was reported that the patient received additional surgeries, to replace the device, due to a fixation failure; second surgery dates unknown. According to the reporter, in 2007, the surgeon performed a left knee arthroscopy and valgus osteotomy. Three months later, the patient was experiencing pain and discomfort and malformation of the left knee. The surgeon used competitor screws with the arthrex device. The date of the second surgeries and patient demographics (age at time of event and weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The investigation conclusion of this event is being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.